Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe integra 3ml w/ndl 25x1 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that this is the third time the contents of the syringe squirt out before reaching the patient. She stated on a previous phone call that the vaccine came out around the luer area because the needle did not seem to be connected properly. Per email: I just had a recurring issue with one of your syringes, but it was a different lot # than previously reported. This is the third time I have had the contents of the syringe squirt out before reaching the patient. I have never had this issue in my 10+ years of administering vaccines, but now it's been 3 times in the last few months. Last time, I was told that a thorough investigation could not be done since the affected product was disposed of, which it was again--the needle entered the patient, therefore I had to dispose of it in the sharps container per our regulations. I only have the syringe wrapper left for the lot # information: bd integra syringe 3ml 25g x 1 in, item 305270, lot 9112884. I simply opened the syringe, reconstituted the vaccine in the vial, and drew up a dose of shingrix--I did not switch out the needle prior to injection. We have now wasted almost (B)(6) in vaccine product due to what I believe to be faulty syringes.